Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Per the rdf, signals indicate it is possible the platelet bag could have had an occlusion that prohibited platelets from making it out of the lrs chamber and into the collect bag. This may have overwhelmed the chamber and contributed to contamination once the occlusion was resolved at 40 minutes. Investigation is in process. A follow-up report will be provided.

Event description:
"The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w141619653055 the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause : the analysis of the run data file did not find a conclusive cause for the higher-than- expected wbc content in the platelet product reported for this collection. The run data file suggests there may have been an occlusion in the platelet collect line, possibly a closed clamp, pinched line, platelet clump, or defect of the disposable set. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.